Event description:
A malfunction was reported by the customer, specifically identified by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was instructed to call back if any issues reoccurred and acknowledged the guidance given.